Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
Customer states, the chair moved on its own when she was not sitting in it, at that time the chair was circling around the room, and rammed into the bed and the wheels were spinning, and burned her carpet.